Event description:
It was reported that the ilet display screen was cracked after being dropped, leaving the user unable to read the display and uncertain of functionality; the user transitioned to backup therapy and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health or daily activities. Investigation included device return logistics and tracking verification. Investigation of this device revealed damage to the device enclosure/display consistent with accidental physical damage to the screen; no device-related performance failure was identified based on user report and delivery timelines. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.